Manufacturer narrative:
Ge healthcare¿s investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
A (B)(6) old ge healthcare field engineer was working on a mammography system generator to adjust the 5v power supply. In effort to complete the process, he grabbed both sides of the generator cabinet away from the wall. While grabbing the edge of the generator cabinet, the back of his right dominant hand touched the lugs holding the live wires, which were located behind the cabinet on the right side (the opposite side of the adjustment area). His right hand was "stuck to the live" wire for a few seconds, and he was able to pull his hand away from the current. He yelled out and nurses in the area came to his aid. The electrical shock injured his right fingers of his hand just behind the knuckles (proximal/closest to his hand) and he had 3rd degree burns. He received treatment by emts at site of injury and ed to check vitals, then was transferred to (B)(6) burn unit where he is still hospitalized. He had two surgeries and skin grafts from his leg.

Manufacturer narrative:
Investigation has been completed. Ge healthcare field engineer (fe) was trying to access the 5v power supply located inside the generator to adjust the voltage which were found below specifications. While the generator was powered on, fe removed all generator cabinet covers and moved the generator away from the wall to access the 5v power supply by grabbing both sides of the generator cabinet without wearing protective gloves. While moving the generator cabinet, the back of his right-hand fingers accidentally came in contact with x7 and x10 connector lugs of the cpu board that is holding the live wires leading to a high voltage electric shock causing a third degree burn of his right-hand fingers. Fe had 2 surgeries and skin grafts from his leg following the incident. Ge investigation confirmed the root cause of reported incident is a failure to follow ehs (environment health & safety) policy and safety procedures since loto (lockout/togout) procedure and safety precautions described in instructions were not followed by the fe. Furthermore, fe did not wear electrical safety gloves during this intervention. Adequate safety instructions and warnings are provided in service manual and procedures. Also, caution labels of electric shock are visible and available on the generator cabinet and wherever it is necessary. System has been corrected by another fe and is working per specification. Fe has been trained and reminded about the need to wear ppe (personal protective equipment) and had attended electrical safety training. No system malfunction has been identified, system worked as intended and per specification. Based on this analysis no further action is required.